Manufacturer narrative:
This event is being reported to the food drug and administration late as part of our retrospective 2024 compliant remediation. Intuvie received a report that the occlusion alarm was triggering too high during the 30 psi occlusion test, though the exact pressure is unknown. The passing range for this test is 22 to 38 psi. A review of the serial lot number history indicated no similar complaints associated with this device. The device was not returned. The failure mode was not confirmed, and the cause remains undetermined. CAPA-zm2023-23 was initiated to investigate the root cause for this failure mode. Reference to complaint # (B)(4).

Event description:
Intuvie received a report that the occlusion alarm was triggering too high during the 30 psi occlusion test, though the exact pressure is unknown. The passing range for this test is 22 to 38 psi. There was no patient involvement reported.